Event description:
It was reported that (2) devices were used during a colon procedure. It was reported by the affiliate that the lcsc5 shears emitted a steady tone with a h2tuv. Another device was used to complete the case. There was no consequence to the patient.